Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it was observed that the power switch was cracked. The "power of the device cannot be turned on" issue was caused due to failure of the power unit. The "color bar displayed on the image" occurred due to failure of the video connector. The device core was damaged. A definitive root cause for the power unit failure and damaged core could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center would not power on. The issue occurred during maintenance. There were no reports of patient harm.